Manufacturer narrative:
Sample has been received. Follow up will be submitted when investigation is complete.

Event description:
No groove to attach the colpotomy cup. Our qa people checked all clearview total devices and found 1 that had exactly the same problem that we reported last week. This device was stored in the warehouse.

Manufacturer narrative:
Device history lot review: no ncrs or deviations. The lot met specifications outlined for release sample analysis: visual inspection verified the reported failure of no grooves for attachment of the colpotomy cups. Investigation: it has been determined that the cause is most likely an assembly error and the wrong component was used to make the um750 devices. Only a few devices of this lot seem to be manufactured wrong. Actions: at this time this failure is limited to this lot and are the first of its type historically. Complaints will be monitored and if further failures are found further investigation will be performed to determine potential corrective action. This device sample was stored in the warehouse at the complainant site and all devices were inspected. This was incident was detected prior to the device being shipped to a user facility. Conclusion: the complaint is confirmed.